Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints was conducted as an action from CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Device evaluation: zoll medical japan evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the device logs showed once the device was powered up, it began the CPR cycle without detecting that pads were attached to the patient. The device eventually recognized pad attachment, ECG analysis did not commence due to the ongoing CPR cycle. As the CPR cycle concluded, the pads were removed, preventing the analysis from initiating. Communication with the facility the paramedics had a delay in pad attachment, which ultimately prevented ECG analysis from initiating. The device itself functioned as intended. Analysis of reports of this type has not identified an increase in trend.